Event description:
It was reported that the camera head exhibited no image during an unspecified therapeutic procedure. The screen had gone black, as reported. The patient had to be woken up from general anesthesia. The procedure was rescheduled. There were no reports of further patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was able to confirm the customer allegation and determined the following cause: cable damaged. The most probable cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited no image during an unspecified therapeutic procedure. The screen had gone black, as reported. The patient had to be woken up from general anesthesia. The procedure was rescheduled. There were no reports of further patient harm.